Manufacturer narrative:
Updated data: outcomes attributed to adverse events (date unknown). Concomitant medical products and therapy dates. Type of reportable event. Manufacturing date. Patient code. This supplemental report is being submitted as it was later reported that the patient has passed, however, it was relayed that the patient refused to have any further treatment as well as a spinal operation. It was also reported that the patient was unable to control bowel movements due to paraplegia and the fms was placed. It was also stated that a test inflation was performed on the retention balloon prior to insertion and no issues were noted after the injection of 45 ml of water. The patient had been hospitalized almost a month prior to the device placement. During the placement, the patient was found alert and experienced no discomfort or pain. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 21, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Lot number vm520216 was provided but, wm520216 is an invalid lot number for icc 411100. Follow-up details have been requested but, no information has been provided to date. Should additional information become available, a follow-up report will be submitted. Note: this complaint issue occurred in three (3) separate cases. Separate 3500a forms have been completed for the other cases. (B)(4).

Event description:
Reporter stated that the device was "unable to last for 29 days as claimed" and "the balloon burst in separate applications." It was further reported that the patient had a stage iii pressure ulcer. The device was in place for twenty-one (21) days before the balloon deflated. Photo provided by the reporter shows a rupture of the retention balloon. The device was removed and a different device inserted. No further patient details were provided .

Manufacturer narrative:
Lot# (13vm528516). The device history records were reviewed and it was confirmed that the established manufacturing and inspection processes were followed. A batch record review indicates no discrepancies. Retain samples for lot# 13vm528516 were reviewed and examined by the original equipment manufacturer (OEM), where it was confirmed that the samples did meet the product quality specifications. Photographs have been received for this complaint, which were evaluated. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 08, 2016.